Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum procedure. While firing on the rectum, the cartridge cannot be fired successfully. They changed the device to complete the case and resolve the issue. There was no patient injury.